Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient suffered from a intraoperative cerebrovascular accident while weaning sedation post implant. The patient was found to have left sided hemiplegia, facial droop, and weakness and the computerized tomography (CT) showed acute right middle cerebral artery (mca) cardioembolic infarct. It was believed to be perioperative. No intervention was needed and the patient had minimal residuals. The head CT without contrast showed evolving right mca territory infarct with probable thrombosed right mca vessels and suspected petechial hemorrhage. Similar mild regional mass effect. A chest CT showed small pericardial effusion and presumed mediastinal hematoma are unchanged. International normalized ratio goal of 1.5-2.0 and mean arterial pressure goal of 85-90.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm3) lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including stroke that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.